Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after insulin supply ran out overnight, then completed a cartridge change with guidance, including pump rewind, cartridge insertion prior to connecting, tubing fill, reconnection, and cannula fill, after which insulin delivery resumed. Symptoms included elevated blood glucose. Outcomes included temporary interruption of therapy without alarms or hospitalization. Investigation included customer-care troubleshooting and education regarding recommended replacement of all infusion components together and the approved wear time of two days for the infusion set. Investigation of this case revealed no device alerts or malfunctions and suggested therapy interruption due to depleted insulin, with the infusion set and cartridge replaced and therapy restored. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.